Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) and company representative (rep) regarding a patient receiving unknown intrathecal medication at unknown concentration/dose via an implantable pump for non-malignant pain. The company rep stated that the patient had not been refilled since last august and last thursday the pump started alarming due to low reservoir. The company rep stated that they refilled the pump and the issue was that they had with the application update where it would still alarm after the update. The company rep said that the pump was still alarming and they were at a loss. The company rep was redirected to their healthcare provider to further address the issue and have them recheck the pump with tablet to confirm if there was an active alarm or not. Agent advised the hcp to hit "active alarm" option, then "silence" and go to workflow and update the pump. Hcp on the line with company rep did this and silenced the current audible alarm.